Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06june2019. The manufacturer¿s international service technician confirmed the reported issue. It was confirmed that the green led of power switch had illumination failure. The manufacturer¿s international service technician replaced the defective power switch overlay to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported (light emitting diode) led indicator faulty. The device was not in use at the time of the reported event; therefore, there was no patient involvement.